Event description:
Cs33 was inserted transanally and anvil connected. There was difficulty getting the device into range. Following firing pc displayed "firing complete", donuts were good, however, many staples were not b-shaped, they were unformed, resulting in bleeding and 1 hour to complete with hand sewing.